Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Of note, the edwards sapien transcatheter heart valve, model 9300tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted aortic surgical bioprosthetic valve is off-label; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our european affiliate that the patient had previously 3 valves implanted in the aortic position. A moasic valve which was replaced with a sapien xt valves (viv) which was replaced with another sapien xt valve, due to pvl, on the same day (viv). Reportedly, 6 month post implant of the sapien xt valves, all 3 valves were explanted and replaced with a 23mm perimount valve. Reason for the explant was persistent pvl which was not resolved by the viv procedure.